Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of subject device was going off by itself. This issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g1; g3; h2; h4; h6 and h11. Corrected field: e1. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) via phone and technical assistance center (tac) and stated the issue was with the provation pc. The customer went to troubleshoot with provation first. Tac contacted the customer and followed up with the request. Customer stated issue was with provation system. Provation corrected the issue and now everything is ok. No further help needed. Troubleshooting was able to resolve the reported allegation. The reported malfunction was not confirmed by olympus. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.